Event description:
A customer observed imprecise phyt results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the immunowash fluid pump was causing wash failure condition codes. A field engineer replaced the immunowash fluid pump. Following service, acceptable control fluid results were obtained. The root cause of the event is instrument related.